Event description:
It was reported that during device interrogation, noise was observed on a competitive right ventricular lead. Noise was noted every time the patient coughed or breathed heavily. Patient was pacemaker dependent and pacing inhibition was observed. Programming changes were done and patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.